Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump and switched to multiple daily injections as a backup therapy. Technical support arranged for a replacement pump and instructed the customer on storage and return procedures for the defective pump.